Event description:
The patient reported he had an elevated blood glucose reading of 180 mg/dl with his normal reading being 150mg/dl or below. He stated he has not experienced any symptoms and he corrected his reading by bolusing insulin. During troubleshooting, the patient stated there are air bubbles in the cartridge at times. He said he does not allow the insulin to reach room temperature before using. The patient was advised to do so. The patient stated he primes his insulin infusion device while laying it down on the table. The patient was advised the device should be in the upright position while priming. He stated he is working with his doctor regarding possible insulin adjustment. He also stated he has eaten out more during the time he has noticed an increase in his blood glucose levels. He said his diabetes educator has recommended he use a shorter cannula infusion set and a courtesy sample of the shorter set was sent to the patient. Attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.